Event description:
It was reported that during a colectomy procedure, the first firing of the device went without issue. The device was reloaded with a blue cartridge, closed, placed through the trocar and the jaws would not open. The device was removed from the patient and was unable to be opened. No buttressing material was used. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. In order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.